Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-02141.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007 after the use of the product.